Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported that particulate matter was found inside the packaging. To aid in the investigation, four samples in sealed packaging blisters and eight photos were provided for evaluation by our quality team. A visual inspection was performed and in two samples there is a black particle, or dust. No other defects or imperfections were observed. The eight photos show defects from this complaint and other complaints. A device history record review was completed for provided material number 309653, lot number 0339242. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of cleanliness of the equipment was performed finding everything clean with no residues or dust or any other foreign matter. Based on the investigation and with the retuned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that while performing a cleaning of the packaging equipment loose particle ended up in the pouch created by the bottom web and not detected in the next processes. Verification of the cleanliness of the equipment was performed finding everything clean with no residues of dust or any other foreign matter.

Event description:
It was reported that 3 syringe 50ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: material no.: 309653, batch no.: 0339242. Pharmacy assistant informed pharmacy supervisor of 50 ml syringes with particulate matter inside the packaging.